Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that when placing a jugular glidepath with saline lock (42 cm version) an occlusion was noted and the patient reported with internal thrombosis. Healthcare professional has stated that when placing the glidepath with heparin lock the device was placed successfully, no occlusions. The facility has not had to place the device with heparin lock in the past; this was only done by interventional radiology. No patient injury was reported. This file applies to the third occurrence.